Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. Upon visual inspection, the downstream occlusion (dso) seal was noted to be detached. The reported event was confirmed through downstream occlusion test. The probable cause of the reported problem was defective dso sensor. Dso sensor and seal was replaced, and the device passed all functional tests after the repair. The service history review was performed and no previous repairs noted in the past year.

Event description:
It was found during investigation of the returned pump that the downstream occlusion sensor was defective and the reported cassette not attached error was confirmed. There was no patient involvement, and no patient harm.